Manufacturer narrative:
Patient demographic unknown. Per RMA, mnav rep. Replaced cable and resolved issue, suspect cable was not sent back for evaluation. No impact on patient outcome reported.

Event description:
Site called in and stated that their monitors are black. Digital video input (dvi) searching is displayed on the boom monitors and the laptop monitor. They were in the navigate task and about to do a biopsy and all of the displays went black and stated digital video input (dvi) searching. The site brought in a free standing treon to complete the case. No impact on patient outcome was reported.